Manufacturer narrative:
This event included a patient involvement and injury, therefore, a clinical assessment was required but no medical information was received after applying and exhausting due diligence to obtain patient health records. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints. The most likely cause of the loss of seal could not be determined due to lack of relevant medical information. Associated clinical harms for this event included: aneurysm enlargement; aortic rupture; and, death. Due to the lack of information shared with endologix, the root cause of the rupture and death could not be determined. The final patient disposition was expired after reportedly refusing treatment. The review of manufacturing lot confirmed all devices met specifications prior to release. The devices were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
To date the incident device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date devices have not been returned.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 the patient came emergently and the physician observed aneurysm sac growth with no endoleaks and the patient was reported to be septic. The physician did observe billowing fabric from the implanted devices but could not confirm there was the presence of an endoleak. The patient is reported to have refused treatment. On (B)(6) 2017 the patient had a ruptured aneurysm and expired.